Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 329 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer does not want to return the infusion set and reservoir for analysis. The pt was advised to call when the alarm occurs in order to troubleshoot. No further assistance needed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).